Event description:
Complainant alleged that during biomed testing the device's pacer output was out of specification at all output settings above 70ma and below pacer rate settings of 70ppm. Complainant indicated that there was no patient involvement in the reported malfunction.